Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Conclusion: conduction disturbances such as lbbb and heart blocks are known potential adverse effects per the device IFU. In this case, the patient required a permanent pacemaker as treatment. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations, but a conclusive cause could not be determined from the limited information available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) indicated left bundle branch block (lbbb) and a first degree heart block. The first degree heart block resolved the following day. Subsequently, a permanent pacemaker was implanted on post operative day two. No adverse patient effects were reported.